Event description:
As reported, during a laparoscopic incisional hernia repair on (B)(6) 2024, the patient was implanted with a ventralight st mesh w/ echo 2 which had a labeled expiration date of 28-feb-2024. There was no patient injury.

Manufacturer narrative:
As reported, an expired ventralight st mesh w/ echo 2 was inadvertently implanted into the patient. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error, with no malfunction of the device. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.